Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge leaked from the base of the patient line, where the patient line connected to the cartridge. The user's blood glucose (bg) level ranged from 300 mg/dl to 400 mg/dl. The user addressed bg level with a bolus via an alternate pump. Reportedly, the user did not have supplies to change the cartridge and reverted to an alternate pump for insulin therapy. At the time of report, the user reported no impact to their bg level.